Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an insulin occlusion alert on an infusion set with a contact detach configuration while insulin was low; the user had already completed a full supply change and noted no visible air bubbles or kinks, and the issue resolved after the supply change, indicating an obstruction of flow potentially associated with the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an obstruction of flow, and findings indicated a deformation problem related to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.